Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The device was found to be alarming, but with no audio. Evaluation determined the cause to be a failed speaker with impedance out of specification. The rear case, including the speaker, was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.